Manufacturer narrative:
Analysis: we have extensively tested vitrectrome. Our r & d department has made a change. As was already indicated in the snf, the new vitrectoom will soon be available. Our csc department can tell when the new series is available. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer. Details of this activity were discussed with (B)(4) during a tele-conference on 05/31/2017.

Event description:
This incident occurred during surgery. Air bubbles were observed and caused injury to patients eye, hence this complaint is concluded as reportable. No further information is available as to the detail regarding what injury had occurred or the outcome.